Event description:
The customer reported the ventilator went vent inop while in use on a patient. The customer reported there was no patient harm. The respiratory director reported he was informed by nursing that at the time of the event when the unit went vent inop the nurse reportedly did not hear any alarms coming from the ventilator. The manufacturer's service technician was unable to duplicate the reported event and the unit passed initial extended self testing (est). The service technician noted a diagnostic code in the ventilator log history that indicated a ventilator restart occurrence. The service technician replaced the device power switch as a precaution. Extended self testing (est) and performance verification testing was completed and tests passed per operating specifications. The service technician reported the ventilator alarmed at power on and alarm tests passed per operating specifications.